Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer chose to turn off pump for 3 hours upon turning pump back on the pump reset unexpectedly. There was no impact to the customers blood glucose level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.